Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the power cord was replaced. The se reported that the customer's original configurations were retained, and all necessary checks were performed to certify the restoration to the device prior to the pre-failure condition. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If a formal evaluation of the replaced part is conducted, a supplemental regulatory report will be submitted with the findings. This allegation will be tracked and trended for post-market surveillance purposes.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. While evaluating the device, the service engineer (se) reported that the power cable has a higher resistance than permitted. The customer was provided with a quote for repair. Investigation ongoing / resolution pending.